Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause for the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic surgical device exhibited a broken probe. There was no patient involvement.

Manufacturer narrative:
Additional information: h4.

Event description:
No additional info from customer.